Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset. A critical ram parity error occured on (B)(6) 2010. The por type is considered low severity and the device should be able to fully recover after reset.

Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.